Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that in the beginning they felt stimulation and they no longer did. They stated they had an unrelated medical procedure and around the same time they started to have a return of symptoms. They were able to connect with the implant on the call and they were at 0.2 on program 4. They increased to 1.3 where it was strong, but comfortable. The patient was going to monitor symptoms now that change had been made and follow-up with their healthcare provider if they didn't resolve. No further complications were reported or anticipated.